Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an over temperature message. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) pump overtemp message. Getinge field service engineer (fse) customer reported pump overtemp message. Could not duplicate overtemp. Found multiple error code 60 in logs. Power management board over temperature. Replaced board (d670-00-1162). Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer no patient involved. The failure analysis and testing dept. Received part number with a reported unit failure of a pump overtemp message. The fat performed a visual inspection and found the part to have a blown q27 component. Fat will not test due to the risk posed to the cardiosave. Cannot investigate any further. This revision is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq.